Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device was broken along the weld, rendering the device inoperative. The device shows signs of extensive use. A medical investigation was conducted and confirms it has not been reported whether any pieces from the broken meta nail semi-extended drill were retained/ and or retrieved from the patient. No clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. If a portion of the meta nail semi-extended drill remains retained in the patient, it is made of a non-implantable material. If pieces were retained, we cannot rule out the potential for tissue inflammation, pain, micro-motion and/or migration. Based on the information provided, it is unknown how surgery was completed or if it was delay in the procedure. Since there was no patient harm reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during surgery, the meta nail semi extended drill guide broke. Instrument was inside of the patient. It is unknown how surgery was completed and if it was delayed. Patient was not harmed.